Event description:
It was reported that during preparation for use, the bronchoscope lost an image during angulation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The subject device was returned for investigation. Additional information: d9, h3, h4, and h6. The customer allegation of a lost image during angulation was confirmed. Based on the results of the investigation, it is likely due to damage and deterioration of parts due to wear and tear on the device that led to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.